Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. A highly angulated, conical neck was noted with a proximal neck diameter of 28 mm and 10 mm in length. It was planned to also use heli-fx endoanchors during the procedure. It was reported during the index procedure that the endurant ii bifurcated stent graft was implanted and that due to an observed type ia endoleak, heli-fx endoanchors were then implanted. The endoleak persisted and so an endurant cuff was then implanted as it was decided that a slightly higher placement could be achieved since the graft placement slightly changed the aortic angle. Additional endoanchors were also implanted, possibly 4, to give a total of 11 endoanchors to try to alleviate the type ia endoleak. The type ia endoleak slowed significantly but remained unresolved and may have been a type ii by the end. As per the physician, the cause of the event was anatomy related due to an excessive aortic angle and short neck. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak could not be determined from the limited pre-implant films provided. Images during implant and post-implant were not provided, and the reported endoleak event and stent graft implant configuration could not be assessed. A returned pre-implant 3d-CT film report revealed that the patient had a short (10mm length) and conical-shaped proximal neck ranging in diameter from 28 ¿ 32.5 ¿ 34mm. The infrarenal neck was also severely angulated (~80 deg maximum) with calcification and thrombus observed. It is possible that implanting within the proximal neck which was short, conical-shaped, calcified, and severely angulated, likely contributed to the type ia endoleak observed during implant. If information is provided in the future, a supplemental report will be issued.